Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that fridge latch needs replacement due to component. Field service engineer verified the cable connections and inspected the latch, subsequently examining the micro switches. The engineer cleaned and tightened the contacts to rectify the issue. Serial number, UDI and manufacturer date were kept blank, since the smart remote manager attached with main station could not be found. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system cii safe fridge latch needs replacement, which caused delay in dispensing the medication.there were no adverse events or injuries reported based on this event.